Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen timed out faster than expected. Reportedly, the screen timed out while the customer was entering a bolus. To resolve the issue, the customer turned the screen, and completed the bolus entry. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.